Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for two patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed qc was within the acceptable range. On (B)(6) 2022 and for sample 1, the initial results were not reported outside the laboratory. The customer performed repeat testing with the sample. Sample 1's initial results were na 108 mmol/l and cl 69 mmol/l. Sample 1's repeat results were na 139 mmol/l and cl 91 mmol/l. The customer determined the repeat results were correct and the results were reported outside the laboratory. On (B)(6) 2022 and for sample 2, the initial results were reported outside the laboratory. Due to the initial results not matching the clinical condition of the patient, the customer performed repeat testing with the sample. Sample 2's initial results were na 126 mmol/l and cl 97 mmol/l. Sample 2's repeat results were na 140 mmol/l and cl 108 mmol/l. The customer determined the repeat results were correct and the results were reported outside the laboratory. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.